Manufacturer narrative:
B3 date of event is unknown 01 jan 2024 has been used as a place holder. D4 h4 the lot#, expiration date, and manufacture date are unknown. E tab - the full facility name and location were not provided. Investigation summary no product samples, pictures, or videos were received for investigation. The complaint of blood tubing filtering the administration of antibiotics could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A lot history review could not be conducted because no lot number(s) was/were identified.

Event description:
A complaint was received involving a primary y-type blood set, 200 micron filter, prepierced y-site, secure lock, 80 inch experienced occlusion. It was reported that the blood tubing filter was preventing/filtering the administration of antibiotics. There was unknown patient involvement and unknown adverse event. Additional information: IV antibiotics, IV tynenol, albumin, etc are frequently used with the tubing while normal saline or similar fluid is on the other portion of the y.